Event description:
The user facility reported their washer/disinfector was leaking water and lubricant. The leak spread beyond the washer footprint. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the equipment and found the facility's pure water utility line leaking at the connection point to the washer. The technician also observed the washer's lubricant line had a pin-sized hole allowing a small amount of lubricant to leak. The technician replaced the pure water connection, repaired the lubricant line, confirmed the unit was operating to specification and returned the unit to service. The unit was installed in (B)(4) 2010 and is currently under a steris service contract. The last pm was performed on (B)(4), 2013 at which time no issues were noted. No further issues have been reported.